Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during the device start up phase before a pt was on the device. The device then alarmed due to high conductivity. There was no patient injury or medical intervention associated with the incident.